Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain") and crohn's disease ("crohn's disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2008 to 2012. Concurrent conditions included morbid obesity, irritable bowel syndrome since 2011, vitamin b12 deficiency since 2011, multiple allergies, fatty liver, influenza a virus infection, bronchitis, pneumonia and ovarian cyst. Concomitant products included azathioprine since 2012, citalopram since 2016, colecalciferol (vitamin d3) since 2011, cyanocobalamin (vitamin b12) since 2007, fluoxetine, infliximab (remicade), lactobacillus acidophilus (microgenics probiotic 8) since (B)(6) 2017, lorazepam, mesalazine (pentasa) from 2011 to 2013, omeprazole since 2011 and panadeine co (tylenol #3) since 2007. In (B)(6) 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding(menorrhagia)"), menometrorrhagia ("irregular heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea/painful periods"), weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient started cimzia at an unspecified dose and frequency. From 2014 until 2016, the patient received remicade at an unspecified dose and frequency. In 2014, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), memory impairment ("memory issues") and abdominal pain upper ("upper right side pain/side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-robot assisted total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, crohn's disease, menometrorrhagia, abdominal pain, back pain, feeling abnormal, memory impairment and abdominal pain upper outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and weight increased had resolved, the fatigue was resolving and the anxiety had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, crohn's disease, dysmenorrhoea, fatigue, feeling abnormal, memory impairment, menometrorrhagia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. On (B)(6) 2013,22,(B)(6) 2016- hysterosalpingogram (hsg), transvaginal ultrasound (tvu) - pelvic ultrasound. Results: total bilateral occlusion, other (please describe):essure coils appear appropriately placed without evidence of fallopian tube patency. (B)(6) 2016 : I also gave her blood test results showing spikes in blood inflammation level. (B)(6) 2017: extremely high blood inflammation level. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporters added. Plaintiff demography added. Concomitant disease, concomitant drug, lab data were added. Product ex planted date added and insertion date updated. Events vaginal bleeding, anxiety, memory issues, dysmenorrhea, abdominal pain and irregular heavy and painful periods, upper right side pain/side pain, back pain, crohn's disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain/pain in my right side") and crohn's disease ("crohn's disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain. Previously administered products included for an unreported indication: birth control pills from 2008 to 2012. Concurrent conditions included obesity, irritable bowel syndrome since 2011, vitamin b12 deficiency since 2011, multiple allergies, fatty liver, influenza a virus infection, bronchitis, pneumonia, ovarian cyst and fatigue. Concomitant products included azathioprine since 2012, certolizumab pegol (cimzia) since 2014, citalopram since 2016, colecalciferol (vitamin d3) since 2011, cyanocobalamin (vitamin b12) since 2007, fluoxetine, lactobacillus acidophilus (microgenics probiotic 8) since may 2017, lorazepam, mesalazine (pentasa) from 2011 to 2013, omeprazole since 2011 and panadeine co (tylenol #3) since 2007. In december 2012, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding(menorrhagia)"), menometrorrhagia ("irregular heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea/painful periods"), weight increased ("weight gain/gained a lot of weight") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In may 2014, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced feeling abnormal ("brain fog/neurological problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), memory impairment ("memory issues"), abdominal pain upper ("upper right side pain/side pain"), red blood cell sedimentation rate increased ("esr high") and c-reactive protein increased ("CPR high"). The patient was treated with infliximab (remicade), vicodin (lortab), muscle relaxants (muscle relaxant) and surgery (hysterectomy with bilateral salpingectomy-robot assisted total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and anxiety was resolving, the crohn's disease, menometrorrhagia, abdominal pain, back pain, memory impairment, abdominal pain upper, red blood cell sedimentation rate increased and c-reactive protein increased outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, weight increased and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, c-reactive protein increased, crohn's disease, dysmenorrhoea, fatigue, feeling abnormal, memory impairment, menometrorrhagia, menorrhagia, pelvic pain, red blood cell sedimentation rate increased, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. 27jun2013,22mar2016- hysterosalpingogram (hsg), transvaginal ultrasound (tvu) - pelvic ultrasound. Results: total bilateral occlusion, other (please describe):essure coils appear appropriately placed without evidence of fallopian tube patency. ??-03-2016 : I also gave her blood test results showing spikes in blood inflammation level. ??-05-2017: extremely high blood inflammation level. Colonoscopy: no problems. CT scan: normal. Ra test: negative . Concerning the injuries reported in this case, the following one/ones were reported via social media: esr high, crp high most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received. Social media received.new reporters and reporter information added.outcome of events: anxiety, pain. Brain fog was updated. Events: esr high, crp high added. Treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), weight increased ("weight gain"), feeling abnormal ("brain fog") and fatigue ("fatigue"). The patient will be treated with surgery (will undergo surgical removal of device in (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, weight increased, feeling abnormal and fatigue outcome was unknown. The reporter considered fatigue, feeling abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.